Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis, however, based on the information received, the cause of the reported heart block was determined to be caused by the user bumping into the conduction system with the catheter.

Event description:
During the procedure, the catheter used bumped the conduction system and the patient went into transient heart block. No unplanned therapeutic intervention was performed and the patient was only temporarily paced via catheters already in place in the heart. Due to the troubleshooting of some ECG issues at the beginning of the procedure, there was a period of uncertainty as to whether the lack of qrs complexes was real or just another ECG issue. When referencing the non-abbott recording system, the patient was noted to be in true heart block. The consequence was a delay in pacing the patient's ventricle when the patient was in heart block. The patient did not experience any adverse consequences as a result of the delay though. There were no performances issues with the catheter that caused the transient heart block.